Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump went into threshold suspend with a blood glucose level around 120 mg/dl and a sensor glucose level of 43 mg/dl. Customer's mother also reported receiving calibration errors and a bad sensor alert. Blood glucose levels at the times of these incidents were 117 mg/dl and 190 mg/dl. The customer was advised that the sensor would be replaced but did not return the product for analysis.